Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. Based on the information on patient's age at implant and dob, the implant duration has been calculated as "6 years". Therefore, (B)(6) 2016 is being used as the implant date. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards magna ease valve implanted in an unknown position was explanted after an implant duration of approximately six (6) years due to structural valve degeneration. This event involved a 76-year-old patient who was 70 years old when the subject device was implanted.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards magna ease 23mm valve implanted in the aortic position was explanted after an implant duration of six (6) years and twenty (20) days due to calcific structural valve degeneration leading to stenosis. A non-edwards biological valve was implanted in replacement. This event involved a 76-y-o patient who was noted as to be discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information were unsuccessful.the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Pictures of the explanted valve were provided and analyzed. Customer report of calcific structural valve degeneration leading to stenosis was unable to be confirmed through image evaluation. X-ray analysis is needed for evaluation of the calcification. As per pictures provided, it was observed moderate host tissue overgrowth in the inflow aspect and minimal in the outflow aspect of the valve. What appeared to be nodules/deposits were observed on the inflow and outflow aspects of leaflets. One suture remained attached in the inflow aspect. Wireform was exposed in one of the commissures in the outflow aspect of the valve. The device or medical information was not provided for event investigation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Event description:
Edwards received notification that an edwards magna ease 23mm valve implanted in the aortic position was explanted after an implant duration of six (6) years and twenty (20) days due to calcific structural valve degeneration leading to stenosis. As per pictures provided, it was observed moderate host tissue overgrowth in the inflow aspect and minimal in the outflow aspect of the valve. What appeared to be nodules/deposits were observed on the inflow and outflow aspects of leaflets. A non-edwards biological valve was implanted in replacement. This event involved a 76-year-old patient who was noted as to be discharged home.